Event description:
It was reported that during implantable pulse generator (ipg) implant procedure. The right ventricular (rv) lead positioned with good values. The rv lead was connected to the ipg and no stimulation occurred. The rv was disconnected and evaluated via analyzer and showed sufficient stimulation in the rv. The rv lead was re-connected to the ipg, and no stimulation occurred. The ipg was interrogated, the rv lead programmed to bipolar for sensing and pacing, and performed stimulation well and effective. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.